Event description:
The consumer reported that they were a passenger in a car and they were driving the same route they always do and all of a sudden, the stimulation was at full intensity. The patient reported that they saw a manufacturer representative about the issue and they checked their programmer and said that it was all "????'s." The manufacturer representative (rep) didn't remember the date but it was some time ago. They never did figure out what caused it but it had not happened since. It was fine after they reprogrammed. The rep saw the patient where it was reported that they were doing well. There was a sudden change in therapy/symptoms in the stimulation area. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.